Manufacturer narrative:
A partial lead with the distal tip measuring 49.4cm was returned for analysis. External insulation abrasion was noted at 39.9-40.4cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.1-12.7cm and 23.2-27.1cm from the distal tip. Internal insulation abrasion was noted at 8.1-9.0cm, 11.0-11.5cm, and 14.9-16.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.1-42.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy delivery.

Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. Noise was not reproducible and no anomalies were visible on x-ray. Lead will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.